Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-50, serial/lot#: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-1110-02, serial/lot#: (B)(4), description: precision implantable pulse generator (ipg). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient contracted an infection and had been placed on antibiotics for a month. The patient was receiving negative side effects from the antibiotics and had to discontinue using them. The location of the infection was at the lead site. The patient was experiencing redness and soreness. The physician decided to explant the patient and believes the infection was due to a procedure. The patient is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient contracted an infection and had been placed on antibiotics for a month. The patient was receiving negative side effects from the antibiotics and had to discontinue using them. The location of the infection was at the lead site. The patient was experiencing redness and soreness. The physician decided to explant the patient and believes the infection was due to a procedure. The patient is reportedly doing well following the explant procedure.